Manufacturer narrative:
The glidescope video baton 2.0 large and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and noted that the video image was normal when the core smart cable was connected to a known, good, test baton. The camera image quality test was performed and passed. The glidescope core smart cable was returned to the customer. The technical service representative evaluated the returned glidescope video baton 2.0 large and confirmed the image failure. The service representative noted that when the flexible tube was manipulated, the image froze, scrolled sideways, and/or the baton ceased to be recognized. The camera image quality test was performed and failed. The technical service representative attributed the "no image" / "intermittent image" issue to a flexible tube issue. Since no repair is available for the glidescope video baton 2.0 large, the device was replaced and the returned video baton 2.0 large was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image froze and an error message appeared stating that they needed to reconnect the device. The customer said that the connection between the cable and baton was loose. A delay in the procedure of less than a minute occurred as a backup baton and cable were obtained. No harm to the patient or user was reported.